Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 28-feb-2026 which lead to occlusion. The blockage is located at the site. The event occurred within three hours of insertion. The insertion site was upper buttocks. No further information available.